Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry upon a new adverse event of worsening acute kidney injury superimposed on stage 3b chronic kidney disease with relationship listed as possibly related to the pump. Previously it was reported that it was an unknown (undetermined) relationship.

Manufacturer narrative:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry upon a new adverse event of worsening acute kidney injury superimposed on stage 3b chronic kidney disease with relationship listed as possibly related to the pump. Previously it was reported that it was an unknown (undetermined) relationship.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
A report from the abiomed¿s long-term outcome and quality indicator (loqi) impella registry noted a patient with heart failure with reduced ejection fraction was implanted with an impella cp device for mechanical circulatory support. While on the impella cp support, the patient experienced acute kidney injury superimposed on stage 3b chronic kidney disease with an "unknown (undetermined)" relationship to the impella cp device. Creatinine was 2.6 on day of implant and increased to 4 four days later. The patient was coughing up blood and had some blood in urine which resolved. Continuous renal replacement therapy was started and continued until the patient's demise approximately four days later. The patient was on support for a total of eight days. Of note, the patient was not a candidate orthotopic heart transplant given relevant history. However, the patient was possibly a candidate for left ventricular assist device, but such support was refused by the patient.

Manufacturer narrative:
The investigation for the renal failure and vascular damage has been completed. No product was returned for analysis. The data logs do not show any motor current spikes or trending placement signal. Clinical details do not reveal positioning issues. The root cause of the renal failure was not determined as insufficient information related to failure was provided. The root cause of the vascular damage - peripheral vessel was not determined as insufficient information related to failure was provided and no product was returned corrections to the initial MFR report: d4 updated UDI number